Event description:
A company account mgr reported that she was advised by the pt's wife that the pt had a low blood glucose event during the night. The pt stated that before bedtime, he tested his blood glucose and it was 360 mg/dl. The pt did not believe this blood glucose was 250 mg/dl. He then gave himself a bolus based on the 250 mg/dl reading and went to bed an hour later at 10:30 pm. At 1:30 am, the pt's wife woke up the pt having a seizure. The pt's wife immediately gave him a glucagon shot and 15-20 minutes later, the pt came out of the seizure. The pt tested his blood glucose and it was 40 mg/dl. The pt claims a faulty blood glucose meter cause him to administer too much insulin which lead to the hypoglycemic event. The event has been reported to the appropriate device MFR and the blood glucose meter has been replaced. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.